Event description:
On (B)(6), 2007, the pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6), 2009, a computed tomography revealed a proximal type I endoleak. On (B)(6), 2009, a f/u computed tomography revealed a persistent proximal type I endoleak. On (B)(6), 2010, the pt was implanted with a gore excluder aaa endoprosthesis aortic extender component to treat the proximal type I endoleak. The endoleak was resolved and no further complications were reported.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.